Event description:
It was reported when using the unspecified bd syringe/needle, the device experienced the non patient end needle separating from the holder hub. This event occurred three times. The following information was provided by the initial reporter. The customer stated: recently we have had 3 incidents with a b&d needle. At the moment the employee pushes a tube on the needle, the holder detaches from the needle. The needle shoots further into the patient's vein. An undesirable situation. Unfortunately, you cannot see this happening in advance. We have a lot number of two times: 1271485 2024-10, 2005699 2025-01.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1271485. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 2005699. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."